Event description:
I have been using a non-continuous ventilator (CPAP/bipap) for the last 13 years, and have used a philip respironics dream station brand for the last 3 years. One morning the machine started making a loud "whooshing" sound, as if it was leaking a lot of air, and which woke me up at 6 am. I used the machine for the next 2 nights, and it was "whooshing" on and off all the time. I called my medical supplier, and was told about the philips recall, and stopped using it immediately. My doctor and supplier are working on getting me a replacement unit. I received a letter from philips, advising me of the recall, and the problems they had had with the machines. Their letter included possible side-effects, and that the recall involved particles of foam and off-gassing of certain chemicals. Philips also suggested that I report any problems with the FDA medwatch. I have not shown symptoms of any definite adverse reactions or active problems. However, I felt I should report to you that for approximately 3 months prior to this sudden event, I had woken up in the mornings with a gummy, sticky feeling in my mouth, like my teeth were sticking to my gums. I rinsed with water and it went away. Also, since about the end of (B)(6) 2021, since I stopped using the machine, I have felt better and more energized every day, and am not sleeping 10 hours a night, as I did when I was using the machine. It's as if it had a depressant effect on me. FDA safety report ID# (B)(4).